Event description:
It was reported by service report that the nurse call was not functioning upon bed being delivered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call malfunctioned.